Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 356 mg/dl at the time of incident. The customer stated that they needed a new insulin pump in warranty at the hospital as the one with customer was not working. Customer changed site twice and went into diabetic ketoacidosis as it did not work. The customer wants pump replaced because he cannot go home until he gets a new insulin pump. The event started on friday as the blood glucose went down to 100 mg/dl and shot back up to 300 mg/dl also customer didn¿t eat anything or did anything still blood glucose levels shot right back up on its own. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous drip and insulin syringe. The insulin pump will be returned for analysis, however reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08850 inches. Device was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. (B)(4).